Manufacturer narrative:
After receiving multiple occlusion alarms, the t:slim x2 basal iq user guide states: change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
If was reported that the customer received multiple intermittent occlusion alarms. Customer was subsequently hospitalized for elevated blood glucose (380 mg/dl) and diabetic ketoacidosis. Customer was treated intravenously with insulin and fluids. Customer was discharged one day later with the issue resolved. Customer was reminded to address the occlusion alarms when they occur so the possible cause for alarms can be determined.